Event description:
It was reported that this patient had a magnetic resonance imaging (MRI) procedure in which this pacemaker was correctly placed into MRI mode. After the MRI completion, the device was reprogrammed to its usual mode. After a few days, the patient noticed this pacemaker was not connecting to their latitude monitor. Patient went to the clinic and multiple bsc programmers were used to try to interrogate the device, however, attempts were unsuccessful. A magnet was placed over the device and no pacing was see in the electrogram (egm). A battery depletion was suspected to be the cause of these events. Physician then decided to replaced the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had a magnetic resonance imaging (MRI) procedure in which this pacemaker was correctly placed into MRI mode. After the MRI completion, the device was reprogrammed to its usual mode. After a few days, the patient noticed this pacemaker was not connecting to their latitude monitor. Patient went to the clinic and multiple bsc programmers were used to try to interrogate the device, however, attempts were unsuccessful. A magnet was placed over the device and no pacing was see in the electrogram (egm). A battery depletion was suspected to be the cause of these events. Physician then decided to replaced the device. No additional adverse patient effects were reported. Device was received for analysis.

Manufacturer narrative:
Correction: h10 field: additional MFR narrative was updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had a magnetic resonance imaging (MRI) procedure in which this pacemaker was correctly placed into MRI mode. After the MRI completion, the device was reprogrammed to its usual mode. After a few days, the patient noticed this pacemaker was not connecting to their latitude monitor. Patient went to the clinic and multiple bsc programmers were used to try to interrogate the device, however, attempts were unsuccessful. A magnet was placed over the device and no pacing was see in the electrogram (egm). A battery depletion was suspected to be the cause of these events. Physician then decided to replaced the device. No additional adverse patient effects were reported. Device was received for analysis.